Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case today, the site inserted a 100mm percutaneous pin and the reference frame would not connect to it. They swapped to another percutaneous pin with resolution. There was a delay of less than 1 hour (1minute). No patient impact was correlated with this event.